Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the graphical user interface (gui) printed circuit board pcb. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator display was hard to read during patient use. As per the customer,there was no negative impact to the patient.